Event description:
On (B)(6) 2019 physician reported to siesta that a patient with tongue and hyoid suspension had persistent pain and numbness in the tongue. The physician reported that he intended to remove the tongue suspension stitch to resolve the issue. On (B)(6) 2019 the physician reported that he removed the tongue suspension suture. No infection was found. The physician also determined that the hyoid suture was placed in tissues anterior to the hyoid and did not capture the hyoid bone. The physician decided to remove the hyoid suspension suture as well.